Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels and sensing function remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education, including instructing the user to toggle dexcom g6/g7 settings, re-pair the sensor to the ilet, and allow time for reconnection. Investigation of this case revealed a transient communication issue consistent with a brief sensor connection interruption without sensor failure or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication disruption.